Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that the screen of the insulin pump had black lines. The customer's blood glucose level was 169 mg/dl at the time of the incident. Customer stated that there was physical damage and moisture behind the screen as well. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Findings: pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons functioning properly no damage on the keypad assembly and the connector on was locked properly during visual inspection. Passed leak test. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay. Bolus menu is function properly noted.